Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on the charge coupled device unit, scope communication error b30 was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirty electrical contacts or static electricity was generated in the electrical contacts of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed scope communication errors e231 and e238 and no image during inspection for use. There were no reports of patient harm.